Manufacturer narrative:
No display anomaly or button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted. Device passed operating currents, self-test, a21 error test and displacement test. No unexpected low battery alarm noted during testing. Device had cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had sticky buttons hold to get response from buttons. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had diminished battery life diminished not lasting, reservoir area worn knicks scratches on top and tint screen rainbow. The insulin pump will not be returned for analysis.